Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies.

Event description:
It was reported during implant, the lead could not pass the tortuous sections of the coronary sinus vein. The lead was not used, and another one implanted. No patient complications reported as a result of this event.